Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the device was bent and drilled into. It was further noted that the device could not be disassembled. Therefore, the reported condition was confirmed. It was determined that the bent and drilled tip was caused by the cutter being improperly loaded into the attachment device and then installed onto the drill device. It was determined that the cutter device did not seat properly in the locking chamber. It was determined that the attachment device could then be forced into position which placed the distal tip of the cutter device into compression. It was determined that the device could not be disassembled due to corrosion. The assignable root cause of the corrosion was determined to be due to normal wear over time and the tip bent damaged was due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device tip was bent. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.